Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 300-400 mg/dl. Customer¿s current blood glucose is 153 mg/dl. Customer states that when he put insulin in but in the middle it seems like it gives out air and blood glucose level goes to 300-400 mg/dl. The customer did experienced the symptoms such as pain in center of body, numb in arm pits and arm down to wrist and then arms was sore . The customer treated with the insulin pump and manual injections. Troubleshooting was done for high blood glucose. The drive support cap appears normal. Customer was performed high pressure test and the test was passed. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose level. Based on customer report customer does not allege pump was under delivery. The insulin pump will not be returned for analysis.